Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, the cup could not be opened or closed. Two operating wires had detached from the cup's operating wire fixing holes and two control wires were broken and had missing parts. The control wire fixing hole in the cup was scratched from the control wire being pulled with excessive force. There were no other abnormalities such as buckling of the insertion part. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1/establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, their single use guide sheath kit had the following event; during the operation, when user tried to grasp with the biopsy forceps that came with the kit, the user heard a sound as if something was being cut from the device. A wire-like object protruded from the device. The procedure was completed by using another single use guide sheath kit. There was no risk to the patient's health, procedural delay, or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. The device instructions for use document was reviewed: this showed the following instruction relevant to preventing damage: "do not press the tip of the insertion device against tissues in the body cavity with excessive force. Also, do not press the tip of the insertion device against a body cavity with excessive force to collect a large sample. Doing so may result in bleeding or damage to the mucous membrane. Collect a minimum amount of sample." During investigation, the device was confirmed to have broken control wires. The investigation determined the issue may occur when an excess load is applied at the connection between the operation wire and cup. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.